Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2020 - 00337.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2020 - 00337.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer m/l taper stem. Unknown zimmer kinectiv neck. Unknown cup. Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable.